Event description:
Knees were swollen/inflammation [swelling of knees]. Aspirated the patients knee/took quite a bit of fluid off [knee effusion]. Pain [joint pain]. Inflammation [joint inflammation]. Case narrative: initial information received on 16-aug-2018 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6)-year-old male patient who experienced knees were swollen and aspirated the patients knee/took quite a bit of fluid off, inflammation and pain (latency: unknown) after receiving treatment with hylan g-f 20, sodium hyaluronate (synvisc/ synvisc one). The patient's past medical treatment included synvisc. The patient's past medical history, vaccination(s) and family history were not provided. Patient's concomitant medication included naproxen, pantoprazole and atorvastatin. On (B)(6) 2018, the patient received bilateral intra-articular injections of synvisc/ synvisc one (hylan g-f 20, sodium hyaluronate) (dosage, frequency, indication and batch number: unknown)for bilateral knee osteoarthritis. On (B)(6) 2018, patient reported to the clinic and both knees were swollen (latency: 1 day) and the doctor aspirated the patient's knees (latency: 1 day) and recovered the same day. As a corrective treatment, the patient was given a steroid injection. He took out quite a bit of fluid off the knee (latency: 1 day) and sent if for culture. It was reported that the patient has had synvisc/synvisc one in the past with no reactions. On unknown date, it was reported that patient experienced pain (latency: unknown). On the unknown date, patient suffered from inflammation (latency: unknown). No further information provided. Action taken: unknown. Corrective: steroid injection for knees were swollen and aspirated the patient's knee/took quite a bit of fluid off; not reported for rest of the events. Seriousness criterion: required intervention for knees were swollen and aspirated the patients knee/took quite a bit of fluid off. Outcome: unknown for pain and inflammation; recovered for knees were swollen and aspirated the patient's knee/took quite a bit of fluid off. A product technical complaint (ptc) was initiated on (B)(6)2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 06-sep-2018. No safety issues were indicated in this review. Additional information was received on 06-sep-2018 in the form of investigation summary. Ptc number and results were added. Additional information was received on 26-sep-2018 from the physician. Event of inflammation and pain was added. Concomitant medication was added. Outcome for aspirated the patient's knee/took quite a bit of fluid off and knees were swollen was updated to recovered from unknown. Patient's demographics were added. Clinical course updated, and text amended accordingly.